Manufacturer narrative:
Updated fields: patient sex describe event or problem device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between catheter and sheath. The pressure tubing and a three ways valve were returned. Two kinks were observed on the catheter tubing approximately 41.6 cm from the iab tip and 75.6 cm from the iab tip. The optical fiber break was found approximately 23.6cm from the iab tip. The optical fiber was found to be broken, the failure has been confirmed. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after approximately 6 days of intra-aortic balloon (iab) therapy a fiber optic sensor alarm occurred. Therapy was discontinued. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. Therapy was discontinued. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).